Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024, the patient experienced three separate instances of pairing failures with three separate sensors throughout the day. The exact time span of the issues was not reported. At some point on the evening of (B)(6) 2024, the patient decided to go to the emergency room as he tested his bg meter reading, which was 558 mg/dl. During this time, it was reported that the patient was not wearing a sensor due to all three having the issue with pairing. The patient ¿felt funny¿ and had presyncope at this time. In the ER, the patient was treated with an insulin injection and IV fluids. The patient was discharged home after approximately 2 hours in the ER. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.